Event description:
It was reported that the customer had a moto errol alarm on the insulin pump. The customer's blood glucose level was 190mg/dl. The customer was stated that they have a back up plan. The customer stated that they received a a33 alarm yesterday. The customer insulin pump is working as designed and nothing replaced nor return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.